Manufacturer narrative:
(B)(4). One used set with no cap on spike and no cap on patient connector in reference to damaged was received. Set was rinsed with 1:10 bleach solution for disinfecting. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Set was visually inspected and noted that the tip of the spike was bent inward. No other visual defects were noted. The complaint was confirmed in the lab for damaged.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab to have a bent spike tip. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed.

Event description:
This is an international report where there was a bend found in the spike when the patient opened the cover of clean flash. There was no patient injury or medical intervention reported. There was patient involvement.